Manufacturer narrative:
The reported event of failure to retract helix was confirmed by analysis. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examinations noted the helix was stretched/ damaged consistent with procedural damage. The helix mechanism test was unable to be performed due to the damaged helix as received. The reported event of fracture was not confirmed. Visual and x-ray examinations did not find any anomalies except for procedural damage. The cause of helix mechanism issue was isolated to the damaged helix and helix being clogged with blood/ tissue. (A1) during analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions that breached the outer insulation and exposed the outer coil at the distal region. The cause of external insulation abrasions is consistent with friction to another device or feature of patient anatomy.

Manufacturer narrative:
Correction: h10 was missing from previous report.

Event description:
It was reported that the patient presented for replacement of the low voltage right ventricular lead due to fracture. The generator was also replaced during the procedure. The patient developed a subsequent infection after the lead revision with a fistula that formed at the device pocket. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and left ventricular (lv) leads were explanted due to infection. During the extraction the tip of the lv lead detached from the lead body and part of it remained in the patient. The rv lead helix also failed to retract. The system was extracted. The patient was discharged.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.